Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving fentanyl (6000 mcg/ml at 494 mcg/day), unknown baclofen (200 mcg/ml at 16.47 mcg/day), and hydromorphone (10 mg/ml at 0.823 mg/day)via an implanted infusion pump. It was reported the patient had covid and had a hida scan on (B)(6) 2020, and the patient felt like there was issues as patient confirmed motor stall error code via a personal therapy manager, ptm. There was no audible alarms and confirmed the critical alarm was programmed at 10 min intervals. The rep telemetries the pump for event logs today confirming the motor stall and tube set with no recovery to date. There were no other motor stalls/recoveries in the event logs. The patient felt like they were having withdrawal symptoms but rep noted that patient also had covid. The patient had been on IV fentanyl every 4-6 hours to help with controlling withdrawal. The caller called back and noted the pump was interrogated multiple times and there was no recovery in the pump logs.